Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligner, patient reported that they were seen by their dentist and found to have major root resorption on top front teeth. Patient will need a root canal and was referred to endo specialist. Patient was examined by the specialist, they have not been cleared to continue treatment with the aligners. The specialist found that the front tooth that previously had a root canal is fused to the bone, this makes the patient not a candidate for byte aligners. Patient will require a root canal of the tooth next to that front tooth, as well as further treatment to the tooth with the root canal.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.